Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler instrument involved with this complaint. And completed the device evaluation. The reported complaint was confirmed, during failure analysis. The instrument was found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing. Additionally, the instrument was found to have a dislodged fire cardan joint. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported, that during central processing. A cable was broken. There was no report of patient involvement.